Event description:
Customer contacted haemonetics (B)(6) 2008 reporting the orthopat machine was not working. Issue was noted after use. No other information was available at the time. No injury or reaction was reported.

Manufacturer narrative:
Customer contacted haemonetics (B)(6) 2008 reporting the orthopat machine was not working. Issue was noted after use. No other information was available at the time. No injury or reaction was reported. Evaluation confirmed the reported problem. Issue was the result of major blood spill within the machine. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm of injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).